Event description:
The clinician reports the implant was inserted 2019-07-07 in the patient's mouth. On 2020-02-10, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.